Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomal. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." And "postoperative bone fracture and pain."

Event description:
It was reported that the patient had an initial knee arthroplasty on (B)(6) 1998. Subsequently, the patient was revised on (B)(6) 2014 due to pain from a broken locking bar and a worn medial side poly.